Manufacturer narrative:
Concomitant medical products: 1590-65, lead, implanted: (B)(6) 2005; 1688tc-52, lead, implanted: (B)(6) 2005.

Event description:
It was reported there were high impedances observed on the right ventricular (rv) pace/sense lead with a fracture seen past the anchoring sleeve. It was further reported oversensing was seen on the electrogram as well as a high number of short v-v intervals and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.